Event description:
Customer reported via phone call that the insulin pump is alarming. The blood glucose reading is 232 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a button error alarm due to corroded keypad traces. The pump also had no button response due to corroded keypad traces. The pump had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.